Event description:
During an in-clinic follow-up, loss of cardiac pacing and decreased pacing impedance were observed on the right ventricular (rv) lead in a pacemaker dependent patient. Provocative tests were performed and revealed no abnormalities. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.